Event description:
It was reported that hub separation occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter, "from phone call on (B)(6) 2019 14:48:00: expiration date: 2023-03-31. Consumer stated needle was never stuck in shield. Stated it was stuck in vial, membrane of vial. Needle discarded. From phone call on (B)(6) 2019 18:03:30: consumer stated he was speaking with a previous representative before having to call back. Consumer stated: needle hub separated when he was trying to draw his insulin from vial. Stated he was left holding the barrel only. Stated, when he tried to remove the needle hub from vial, the hub only came off and the needle was still sticking out from vial. Stated he then removed the needle but discarded it. Barrel and hub available to send in. Provided lot: 8071596, item: 328418, expiration date: 2023-03-31, occurrence date: (B)(6) 2019 cl. Consumer reported when he was removing the shield needle was stuck thru the shield. Item# 328418; lot# 8071596; expiration-2022-03-31. Incident date- (B)(6) 2019; sample available. But mentioned he doesn't have the needle, just the barrel. As I was trying to verify the part of the syringe was left for sample, called asked to speak to the manager. Caller hung up."

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1ml bd insulin syringe. Consumer stated: needle hub separated when he was trying to draw his insulin from via. Stated, when he tried to remove the needle hub from vial, the hub only came off and the needle was still sticking out from vial. The returned sample was examined and it was observed that the cannula was separated from the syringe barrel. No needle hub separation was observed, therefore the alleged needle hub separates issue is unconfirmed. A review of the device history record was completed for batch# 8071596. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle separates). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle hub separates). As per investigation completed by manufacturing, "on 15jul2019, holdrege received (1) 1.0ml, 8mm, 31g syringe from lot #8071596. Sample was decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of syringe found 80% of the cannula adhesive between two ribs in the barrel tip. Cannula well was empty with light damage around the rim. Review of quality notifications found no issues that related to this complaint. Unable to determine root cause. The syringe was manufactured on line 14 which has been removed from production. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hub separation occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "from phone call on 2019-06-18, 14:48:00: expiration date: 2023-03-31. Consumer stated needle was never stuck in shield. Stated it was stuck in vial, membrane of vial. Needle discarded. From phone call on 2019-06-13, 18:03:30: consumer stated he was speaking with a previous representative before having to call back. Consumer stated: needle hub separated when he was trying to draw his insulin from vial. Stated he was left holding the barrel only. Stated, when he tried to remove the needle hub from vial, the hub only came off and the needle was still sticking out from vial. Stated he then removed the needle but discarded it. Barrel and hub available to send in. Provided lot: 8071596, item: 328418, expiration date: 2023-03-31, occurrence date: (B)(6) 2019 cl. Consumer reported when he was removing the shield needle was stuck thru the shield. Item # 328418; lot # 8071596; expiration-2022-03-31. Incident date (B)(6) 2019; sample available. But mentioned he doesn't have the needle, just the barrel. As I was trying to verify the part of the syringe was left for sample, called asked to speak to the manager. Caller hung up."